Event description:
Information was received indicating that while in use of a smiths medical cadd administration set, it was noted that 200ml of fluid was remaining in IV bag. No patient consequences were reported. No adverse effects were reported.